Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
It was discovered that the welds on bracket of the left walking beam where the motor is mounted, had given way due to the areas that are welded did not have good penetrated welds done, but instead, very weak welds